Event description:
A malfunction was reported with the pump, indicated by a specific malfunction code that could not be reset. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged to send a replacement pump. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.